Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with stripped battery cap coin slot, minor scratches on the display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose levels, keypad anomaly and low battery alarm. Customer's blood glucose level was 400 mg/dl. Customer advised the insulin pump did not come on for 45 minutes and then it turned on to do a self-test when the new battery was placed inside the device. Troubleshooting for keypad anomaly was performed. Customer advised the act button must be pressed several times in order to get a response. Troubleshooting for low battery alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.